Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device was explanted (B)(6)-2011. Add'l info has been requested, but was not available as of the date of this report.